Manufacturer narrative:
The service territory manager (stm) that discovered the issue replaced the upper display and the issue was corrected. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the cardiosave intra-aortic balloon pump (iabp) had vertical lines on the top display. There was no patient involvement, and no adverse event reported.